Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in emergency room with discomfort. Upon interrogation, the atrial lead exhibited high capture threshold. The lead was found to be dislodged. The patient was a case of twiddler¿s syndrome. The lead was explanted and replaced. The patient was stable post procedure.

Event description:
New information states that the patient presented with palpitation. Upon interrogation, the atrial lead exhibited decreased sensing. Chest x ray revealed lead dislodgement.

Manufacturer narrative:
Analysis was normal. No anomalies were found.